Event description:
Pt reported obtaining back-to-back blood glucose results, of 34 mg/dl and 98 mg/dl on the compact test system. Pt modified therapy by switching from humalog 75/25 to humulin and humalog based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.